Event description:
The time of event is unknown. There was no report of patient harm. Us probe broken.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd/us probe unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd/us probe unit. In addition, we confirmed that the insertion flexible tube (ift) buckled, the suction channel buckled, the us connector cable buckled, the lg prong corroded, the light guide cable crushed, the ccd/us probe unit leaky, the u/d pulley wire worn out, the r/l pulley wire worn out, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the possibility of the ccd/us probe unit and the glue falls. Therefore, therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.